Event description:
The patient had reported in 2004 that they were getting error 4 messages. During troubleshooting, it was discovered that the blood was being applied incorrectly. They were walked through a blood test with the correct testing procedure, but the meter still kept showing the error 4 message. Therefore, this issue was not resolved with troubleshooting. The patient had contacted a nurse at the hospital for advice. They were not experiencing any symptoms and was not given any treatment. There was no further clinical information provided.